Manufacturer narrative:
This is one of two initial MDR reports being submitted for this complaint with associated MFR report#1226348-2016-00168 and 3008264254-2016-00081. (B)(4). Prowler select plus microcatheter (606s255fx/17453680). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time.

Event description:
It was reported by a contact at the user facility that during the procedure, strong resistance was felt when the physician advanced an enterprise stent (enf403000/10678110) through a prowler select plus microcatheter (606s255fx/17453680). The resistance was experienced in the proximal area of the microcatheter. The physician pulled the stent back out along with the microcatheter from the patient's body safely and used a same like product to complete the procedure. There were no adverse events reported. The procedure was coiling of a side wall aneurysm at the internal carotid artery on (B)(6) 2016. There were no damages noted on the enterprise stent or the microcatheter prior to use or upon removal. An adequate continuous flush was maintained through the catheter. It was initially reported that the complaint product is not available for return.

Manufacturer narrative:
This is one of two final MDR reports being submitted for this complaint with associated MFR report#1226348-2016-00168 and 3008264254-2016-00081. Based on the information, the reported event of the enterprise stent being impeded could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.